Manufacturer narrative:
Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: 05415067017246, serial: (B)(6), batch: a000110340.

Event description:
It was reported that the patient experienced high lead impedances on contacts 1-8. As a result, surgical intervention was undertaken wherein the physician explanted and replaced the lead. Therapy was restored. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. The event of lead replacement was reported to abbott. The leads were explanted and replaced due to high impedance. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.